Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: additional product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Postal code (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows it was reported on (B)(6) 2022, that the 2 reamer ria¿s heads broke while reaming and the harvesting kit has disconnected surgery was not delayed due to the event. There was a change of reamer head and ria 2 bone harvesting kit . Procedure was successfully completed. Fragments were generated, and they were not easily removed as some parts remain in the patient. Patient outcome/consequences is unknown. This report is for one (1) reamer head f/ria 2 ø10.5 this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.404.017s, lot: 427p638, release to warehouse date: werk selzach, manufacturing site: 30 september 2021, expiration date: 01 september 2031, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received images. Visual analysis of the photo revealed that the reamer ria¿s heads of the reamer head f/ria 2 ø10.5 was found broken, the broken fragments are visible in photos. The device, component or fragment remains in patient issues could be not confirmed since x-ray evidence was not provided. No others problems were observed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the reamer head f/ria 2 ø10.5 was broken from the prongs, only one fragment was returned. Embedded device condition cannot be confirmed since x-ray evidence was not provided. A dimensional inspection for the reamer head f/ria 2 ø10.5 was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø10.5 would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: - 14.0mm reamer head ria 2 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.